Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation in 2008 that a corflo cubby low profile balloon was used in a percutaneous endoscopic gastrostomy (peg) procedure (patient age, gender and weight are unknown). According to the complaint, the locking tab was not tightly connected to the bolus feeding tube. The procedure was completed with another corflo cubby low profile balloon. No patient complications were reported as a result of this event. The patient's condition was reported to be good.

Manufacturer narrative:
No consequences or impact to patient. Locking mechanism failure. : the complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.